Manufacturer narrative:
This report is being submitted as follow up no. 1 to update , and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The device sleeve was returned mated with the sheath hub. The arteriotomy locator and tamper tube were returned as well. Visual inspection revealed that there was no damage with the locator. The hemostasis sheath was cut into two pieces and the hub of the sheath was still connected to the device deployment sleeve which was in the rear lock position with the color bands fully exposed. A portion of both the hemostasis sheath and the carrier tube assembly were severed. The bypass tube was found partially connected to the hemostatic valve. Then, the latches of the deployment sleeve were visually checked, and the right latch was seemed to be broken upon receipt. The carrier tube assembly was carefully disconnected from the sheath and both latches were inspected. The right latch was appeared to be deformed and pushed out. Functional testing was performed, and the deployment sleeve was reinserted into the hemostasis sheath and an audible click was heard; however, a slight wobble was felt between mating the components as the right latch was damaged. Then, longitudinal force was applied to the device cap, the device held position and could not be disconnected. No other visual anomalies were noted. The hub of the carrier tube assembly was dissembled, the tensioner was removed manually, all turns of the suture were present within the suture wind disk. No gross anomalies were noted with the tensioner plug. A pair of tweezers was used to pull on the suture and the suture was able to unspool easily without any resistance. No functional anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Due to the condition of the returned device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device problem reported, for the second device problem reported for the same device see MDR 3013394970-2019-00841.

Event description:
The user facility reported that the doctor was attempting to use the involved angio-seal device to close. After successfully placing the angio-seal sheath, the angio-seal device was inserted into the sheath. The device went into the sheath smoothly; however, the two mating pieces would not ''click'' together. When the physician tried to pull the device back out, the footplate engaged the arteriotomy and was not able to be removed completely. They ended up cutting through the sheath and the device just below the hard plastic angio-seal plastic pieces in order to free the suture and remove the top portion of the device. After sliding the cut sheath and device off the suture, the suture and compaction tube were left behind so they were able to finish compacting the collagen successfully. No hematoma was reported. The procedure was completed successfully. The patient's condition was satisfactory. Additional information was received on 08oct2019. The procedure that was being performed was a coronary procedure. The patient's condition was stable. Manual compression was not needed as they were able to still deploy the angio-seal.